Event description:
Included is the docs from a knee replacement. It has all the details of the unit used on (B)(6) 2016. Also included is the proof of a revision that had to be done due to the 2016 unit failing. (Included is an xray of first joint replacement in (B)(6) 2024.) While I have searched for a report on the first unit with the FDA, I have found nothing reported. I have included a picture of the failed knee replacement. All documents and surgeries are through (B)(6). If any additional proof is required, I can provide when needed. The revision was done on (B)(6) 2024 after suffering pain for 7 years. After the second surgery, I did contact lawyer about a way to handle the case and this is the first action is to start the process. Thank you. At this time, I have spent over (B)(6) due to a surgery that was caused by a failed knee replacement unit. Failed total knee arthroplasty (hcc) left knee pain. Ref reports: mw5161193, mw5161194, mw5161196, mw5161197, mw5161198.